Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an acl procedure a rigidloop adjustable cortical implant was used. They used the green/white suture until 47mm then flipped the button and after pulled on the white suture to bring the graft in the socket drill. During the tensioning on the suture the white suture has gone. The complaint device was received and evaluated. Visual observation revealed that the white adjusting suture is broken. When reviewing the suture ends, it could be observed that they are frayed. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to an excessive tension applied during the procedure, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number: 6l82567, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported via complaint submission tool that during an acl procedure a rigidloop adjustable cortical implant was used. They used the green/white suture until 47 mm then flipped the button and after pulled on the white suture to bring the graft in the socket drill. During the tensioning on the suture the white suture has gone. The femoral drill socket was cleaned and the way for the transplant was free. So they do not understand after more than 300 used rla why the white suture tore. They had to pull back the graft, use a new rigidloop adjustable, and open the speedtraps and have fixed the graft newly. There was a surgical delay of 30 minutes. No patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the lot number, expiration date and manufacture date were reported as unknown on the initial report. All fields have been updated accordingly to reflect the information. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.